Event description:
Per the clinic, the patient underwent skin flap revision surgery in 2009, due to necrosis of the tissue. Further information has been requested, but was not available at the time of this report july 23, 2009.

Manufacturer narrative:
Other: implanted device remains.